Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the femoral aimer broke inside of the tip during the targeting process of an acl reconstruction procedure.

Event description:
It was reported that the femoral aimer broke inside of the tip during the targeting process of an acl reconstruction procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Only the handle and the shaft were returned, the tip was not returned. The shaft and tip have separated at the laser weld. The smaller portion of the shaft that fits inside the tip is slightly bent off-axis, indicating bending forces at the time of breakage. The unit has little scratches or inconsistencies. No rust is apparent around the lasermarking. Overall it does not appear that the unit had been in use for long before failure or that there were extraneous forces put on the device that might have contributed to the failure. There are several user-related root causes; if the femoral aimer is inserted trans-tibially, the user must rotate the knee during aimer removal to ensure the offset tip can exit the tibial tunnel. Furthermore, while the 6mm femoral aimer can be inserted through a 6mm or larger tibial tunnel, once the femoral guide pin is drilled, the flexibility of the aimer is greatly reduced, and a larger tibial tunnel is required to remove the aimer. Surgeons must either size the tibial tunnel properly for aimer removal or advance the femoral guide pin beyond the tibial tunnel so that the aimer can be removed freely. Based on this review, the most likely root cause is suspected to be user error. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.